Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("I interviewed doctors who both implant and remove it (essure)") in an unknown number of female patients who had essure inserted. On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patients were treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.